Event description:
It was reported that during an open lar procedure, the surgeon fired the gun across the rectum. He had a lot of tissue inside and as such the firing mechanism failed causing the blade to cut through tissue without staples to be fired. It was not reported how the procedure was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.